Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported they had been having problems with pain at their implant site for about 3-4 weeks. It was hurting and they were told to turn it off and see what happens. They turned it off but it was so sore and still hurt, they could feel some puffiness there and could feel the ins very easily. They were having trouble sitting, laying and couldn't get comfortable. The managing doctor's office told them to go to the ER but they could not afford that. They told the patient there could be an infection or something. The patient asked for assistance double checking to make sure they turned therapy off successfully. Reviewed programmer use and patient confirmed therapy was off. Encouraged patient to seek medical attention as they are able.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.